Event description:
It was reported that during a surgery insulation damage was noted on the atrial (ra) lead. On (B)(6) 2024, the physician elected to cap and replace the ra lead. The patient was in stable condition.